Manufacturer narrative:
It was reported that a check vent oxygen device failed alarm had occurred. At the repair center, the alarm was confirmed in the device event log. It was suspected that the alarm occurred because the circuit was opened while high pressure oxygen was being used. The repair center determined that there was no malfunction in this case and no repair was required. It was determined that there was no malfunction and no repair was required. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: oxygen device failed" had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a "check vent: oxygen device failed" had occurred. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #:(B)(6). Reporter phone #: (B)(6).